Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It should be noted that the proglide instructions for use states: do not advance or withdraw the perclose smc device against resistance until the cause of the resistance has been determined. In this case, the resistance was already encountered during removal attempt based on the reported information and appears to be circumstantial. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a percutaneous coronary intervention (pci) with impella procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. Resistance was felt when the second proglide device was attempted to be removed from the anatomy. Although excessive force was not used, the proglide device was pulled against resistance and was moved back and forth to allow for device removal, a guide separation occurred. The level of anesthesia was increased from local to general as the patient was taken to surgery for removal of the separated sheath portion. No vessel damage was noted. No foot separation occurred. No resistance was felt during insertion of the proglide device into the anatomy. The pci with impella procedure was postponed. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Photos were received and reviewed. Based on the photos provided and the reported information, the reported guide detachment appears to be related to downward force or torsional manipulation applied during device placement. Detachment of the guide would compromise the foot functionality which subsequently contributed to device entrapment thus resulting in the need for surgical removal. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. H6: medical device problem code 1528 was removed. H6: investigation findings code 3221 was removed. H6: investigation conclusions code 4315 was removed.

Event description:
Additional information: user facility medwatch report received that states: "during a impella assisted percutaneous intervention in cath lab a piece of the perclose device detavhed in the patient. Hospitalization, required intervention."

Manufacturer narrative:
A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. Attachment: user medwatch mw5103700. B2: outcomes attributed to ae.